Manufacturer narrative:
The manufacturer previously reported information received from a customer alleging a trilogy evo alarming "ventilator inoperative" while in patient use. There was no harm or injury reported. During the evaluation of the device at the factory authorized service center, it was noted that the customer's complaint was confirmed. The service technician reported that the device's blower locked up causing vent-inoperative alarm. There is no evidence of replacement of component or repair. The device was designated for scrap and has been crushed and disposed of. As a result, no further investigation will be performed. The reported failure of the blower locked up causing a ventilator inoperative is accommodated in the product risk management file as being linked to hazard with description loss of function/loss of primary function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures.

Event description:
The manufacturer received information alleging a periodic maintenance is due and a ventilator inoperative for a trilogy evo device. There was no harm or injury reported. The device was not reported to be in patient use. The device has been returned to the manufacturer, but evaluation has not yet begun. Hold for storage. The device is out of warranty. Repair delay for failed data wipe. The customer has been issued a credit fair market value of defective product less the evaluation fee. The device will not be returned to the customer. The manufacturer's investigation is ongoing. A supplemental report will be submitted when the manufacturer's investigation is complete.